Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that the pump was vibrating. Customer was using a (B)(6) battery. Troubleshooting was performed and the customer stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump powered up properly and no balnkd isplay was noted. No damage was found on the liquid crystal display isolation tape. No unexpected alarms or vibration anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.